Event description:
In 2006 the lay-user/pt contacted lifescan alleging that his one touch fast take meter had a broken test strip port. On an unk date the pt received medical advice from an unspecified medical professional and also received "glucose." It is unk if the broken test strip port issue is related to the medical attention the pt received. In addition, it is unk why the pt sought medical attention. The meter, test strips, and control solution were replaced. Although the pt did not report having any acute diabetic symptoms at the time of concern, this complaint is being reported due to the following conclusion: the pt possibly was unable to use his meter because of the broken test strip port and therefore was unable to treat himself accordingly. The pt ultimately sought medical attention and received "glucose" treatment from a medical professional.